Event description:
Additional information indicates that this patient underwent a mitral valve replacement procedure. It was reported that during that procedure this lead was was cut, disentangled, explanted and discarded. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead became deformed as the physician attempted to place the lead through the coronary sinus and to cross the tricuspid valve during an implant procedure. As a result, the physician attempted to remove the lead. The lead became entangled in chordae tendinae and was unsuccessfully extracted. There were no additional adverse effects reported.